Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced shocking near or through the theft detector. Caller reported that the patient's therapy was great, the lead placement was great as all the contacts are programmed less than 1v. It was reviewed that the ins should be off when walking through the detectors. It was also reviewed that a possible discussion with security should be made if modifications to the detectors can be made. No further symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.